Manufacturer narrative:
Corrected data: b5 - "lens was exchanged with a shorter length lens" should be corrected to "lens was exchanged with a longer length lens" in initial medwatch report. Claim#: (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial, dry with clear surgical residue on the lens. Visual inspection found no visible damage to the lens and residue on the lens. Claim#: (B)(4).

Manufacturer narrative:
Weight: unk, ethnicity: unk, race: unk. The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens, diopter -4.0 into the patient's right eye (od) on (B)(6) 2019. On (B)(6) 2020 the lens was exchanged with a shorter lens due to low vault. The problem was resolved.